Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and thresholds on the right ventricular (rv) lead. The patient is schedule for rv lead revision. The lead remains in use. No patient complications have been reported as a result of this event.